Event description:
Device was implanted in caller's left eye (B)(6) 2005. Three weeks ago, caller started to experience pain, blurred vision, and redness. Caller stated it look as though there was a deposit in the lens. She reported the side effects caused her to experience difficulty in her daily life.